Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. No intervention was performed. The patient would continue to be monitored.